Event description:
Journal reference: kupsch, et al. "Pallidal deep-brain stimulation in primary generalized or segmental dystonia." New england journal of medicine; 2006; 355: p. 1978 - 1990. The article describes the results of a study involving a cohort of patients treated for dystonia with bilateral deep brain stimulation of the internal globus pallidus. Adverse events occurred in some patients. Reportable event(s): one patient experienced a perioperative lead dislodgement requiring hospitalization.

Manufacturer narrative:
No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.